Event description:
It was reported that a user accessed the press-and-hold screen before inserting a cartridge and then experienced difficulty turning and locking the connector into the pump during a supply change; the user restarted the process with new supplies and completed the change successfully. Customer care provided support that included technical troubleshooting and user education. Investigation of this case revealed user handling difficulty during connection that resolved after retraining and replacement of supplies. No adverse clinical effects during the event reported. Outcomes included no reported impact to health and no medical intervention required. It was concluded that the device operated as intended after correct setup and that no device malfunction was identified.